Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles inner the shell and opening on valve. Leak test and microscopic analysis was performed which identified: crack opening on valve and puncture opening on anterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Striated punctured assessed as surgical damage like consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.